Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise on the atrial channel was observed on a remote transmission. Further review of the data noted right atrial lead noise, as well as external emi on the atrial channel. No intervention is planned for the lead noise. No patient symptoms were reported.